Event description:
A us distributor reported a battery pack has bent pins identified after patient fitting.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (battery pack has bent pins identified after patient fitting) has been confirmed. As received, the battery was unable to fit securely into the monitor. The cause for the failure was isolated to pin 6 slightly misaligned in the downward direction in the battery connector, causing the fault. The root cause for the bent pins could not be positively identified. There were no adverse events associated with the damaged battery.